Manufacturer narrative:
Medwatch #mw5154542 was received on 09may2024 d4: UDI corrected h6: medical device problem code corrected. Manufacturer¿s investigation conclusion: the report of outflow graft compression and twisting cannot be confirmed through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported patient outcome could not be conclusively determined through this evaluation. Multiple attempts for additional information were sent to the customer; however, no further information has been provided at this time. No product available for investigation. The serial number of the heartmate 3 left ventricular assist system was not provided. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a signal loss occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. No data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).